Manufacturer narrative:
Date of event was not provided. Surgery date reported as (B)(6) 2011. Subject device was not explanted. Manufacture site and manufacture date cannot be determined without a part number and lot number. The 510k can not be determined without a part number. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Without a lot number, the manufacturing records could not be reviewed.

Event description:
This pt is a participant in an ide and experienced this event post approval. Pt suffering from severe neck pain and headaches requiring posterior fusion at adjacent level c6-c7.

Manufacturer narrative:
Netregulus complaints #(B)(4) [MFR report #2520274-2009-00252] and #(B)(4) [MFR report #2520274-2010-00099] are also associated with netregulus complaint #(B)(4) [MFR report #2520274-2011-00224]. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Netregulus complaints #(B)(4) [MFR report #2520274-2009-00252] and #(B)(4) [MFR report #2520274-2010-00099] are also associated with netregulus complaint #(B)(4) [MFR report #2520274-2011-00224].

Manufacturer narrative:
This is also associate with: #(B)(4). Reason netregulus complaints #(B)(4) [MFR report #2520274-2009-00252], #(B)(4) [MFR report #2520274-2010-00099]. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(Prodisc-c clinical study) it was reported that prodisc-c clinical study patient (B)(6) was had an anterior cervical discectomy and fusion (acdf) using an unknown spinal system at c5-c6 on (B)(6) 2004. There were no intra-operative complications. The patient was discharged to home on (B)(6) 2004. There were no complications at discharge. The patient underwent a removal surgery of an unknown plate at c5-6 and was revised to an acdf at c6-c7 on (B)(6) 2009. The clinical study date of disposition was (B)(6) 2011. Etq complaint update associated with netregulus complaint (B)(4) [MFR report #2520274-2011-00224]: neck and shoulder pain five years after initial surgery at c5-6, plate removed from c5-6 and fusion performed on c6-7; reports of c6-7 pseudoarthrosis. New information and corrections related to: age at time of event, race, height, bmi, imaging, patient codes, and evaluation codes.